Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer. Customer declined follow up from tandem technical support. No additional information was provided. The customer continued to use the pump for insulin therapy.